Event description:
This ra lead was implanted on (B)(6) 2017 and was explanted on (B)(6)2018. In a form scanned by medical records on 03/30/2018 it was noted that the lead got dislodge and was explanted. The physician was dr.(B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).